Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). The device was not returned to mentor.

Event description:
It was a reported that a (B)(6) y.o. Female patient was implanted with mentor obtape sling on (B)(6) 2004. Following obtape implantation, she suffered from recurrent pain, infection, urinary problems, scarring, erosion and bleeding. Patient has not been hospitalized as a result of any above conditions. She has not claimed any psychological injury as a consequence of having the obtape. The obtape has been surgically removed on (B)(6) 2014.